Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 948836) inserted. The case describes the occurrence of pelvic pain ('cramping right lower pelvis') and polymenorrhoea ('polymenorrhea'). The subject's concurrent conditions included obesity. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2013, the subject experienced polymenorrhoea (seriousness criteria medically significant and intervention required). In 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparosocpic essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain had resolved. On (B)(6) 2018, the polymenorrhoea had resolved. The investigator considered pelvic pain and polymenorrhoea to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Most recent follow-up information incorporated above includes: on 18-oct-2019: on (B)(6) 2018 she recovered from polymenorrhoea. On 18-oct-2019: no new information was provided. On 18-oct-2019: no new information was provided. On 21-oct-2019: no new information was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID:(B)(6) had fallopian tube occlusion insert (batch no. 948836) inserted. The case describes the occurrence of pelvic pain ('cramping right lower pelvis') and polymenorrhoea ('polymenorrhea'). The subject's concurrent conditions included obesity. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2013, the subject experienced polymenorrhoea (seriousness criteria medically significant and intervention required). In 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparosocpic essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain had resolved. On (B)(6) 2018, the polymenorrhoea had resolved. The investigator considered pelvic pain and polymenorrhoea to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Quality-safety evaluation of ptc: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of pelvic pain ('cramping right lower pelvis') and polymenorrhoea ('polymenorrhea'). The subject's concurrent conditions included obesity. On an unknown date, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2013, the subject experienced polymenorrhoea (seriousness criteria medically significant and intervention required). In 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6)2018. On (B)(6)2018, the pelvic pain had resolved. At the time of the report, the polymenorrhoea had not resolved. The investigator considered pelvic pain and polymenorrhoea to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Most recent follow-up information incorporated above includes: on 13-aug-2019: new event added: polymenorrhoea. Amendment: case was initially wrong reported as spontaneous and it was changed to study no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 948836) inserted. The case describes the occurrence of pelvic pain ('cramping right lower pelvis') and polymenorrhoea ('polymenorrhea'). The subject's concurrent conditions included obesity. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2013, the subject experienced polymenorrhoea (seriousness criteria medically significant and intervention required). In 2015, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparosocpic essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain had resolved. At the time of the report, the polymenorrhoea had not resolved. The investigator considered pelvic pain and polymenorrhoea to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure lot number 948836 was inserted on (B)(6) 2012 and was laparoscopic removed on (B)(6) 2018 due to cramping right lower pelvis since 2015 and polymenorrhea since 2013. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("cramping right lower pelvis") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed the essure). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.